Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cosmetic driveline damage and rescue tape was applied at some point during their lvad therapy. The date was reported to be unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported damage to the outer silicone jacket, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined as the driveline was not returned for evaluation. The submitted photo revealed rescue tape along the external portion of the patient¿s driveline. The patient remains ongoing on heartmate ii lvas, serial number vad-59917. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 18jan2016. Heartmate ii lvas instructions for use (IFU) is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.